Manufacturer narrative:
Additional information: g3, h2, h3, h6. The device was not returned for analysis, however, the images submitted appear to show a post condition of a red screen. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The cause of the reported impedance issue and subsequent cancellation could not be conclusively determined as the device was not returned for analysis.

Event description:
During a supraventricular tachycardia procedure, the ampere generator had impedance issues resulting in a cancellation of procedure. When starting rf, impedance on the ampere generator exceeded 500ohms and the tacticath catheter could not deliver rf. Restarting the ampere generator did not resolve the issue, and an error appeared on the ampere generator screen. The procedure was cancelled, and the patient was stable.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
One ampere¿ rf ablation generator pn h700489 was received into the lab for analysis with no accessories or original packaging available for inspection. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was successfully isolated to abnormal functionality of the ampere generator rf assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.